Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device ¿sticks even after cleaning and flushing the instrument.¿ the event occurred during an aneurysm surgery. There were no injuries reported. There was no additional information provided.